Event description:
Doctor pre-drilled with a 2 mm drill. He was able to successfully place one screw. When attempting to insert the remaining screws, three of them broke between the eye and the thread of the screw. Two of these screws were unretrievable.